Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. Multiple infusion set site changes were performed and a cartridge change was performed to address the occlusion alarms. The customer's blood glucose (bg) level was 433mg/dl and a correction bolus was delivered to address the bg level. As the supplies in use during the occlusion alarms had been changed, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.